Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to outer conductor fracture which exhibited impedance high out or range, loss of capture with high thresholds and noise in the electrogram. A new lead was implanted. No additional adverse patient effects were reported.